Event description:
It was reported that the surgeon inserted and removed a cc4204bf collamer plate lens. The incision was enlarged and sutured. The patient had pre-existing pseudoexsoliation and after the lens was inserted the surgeon decided to use an amo lens. The reporter stated the incident was due to a patient condition and not related to the lens.

Manufacturer narrative:
Sutures, results: visual inspection of the returned product showed that both the optic and a haptic plate were torn and there was a clear surgical residue on the lens.